Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04652 for the exalt model d scope and report number 3005099803-2024-04651 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt model d controller during an unknown procedure on an unknown date. During the procedure, the screen showed an error screen and visualization was lost. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.